Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call connection issue with the infusion set and had experienced high blood glucose event. Customer¿s blood glucose was 432 mg/dl at the time of incident. Customer reported that the infusion set would not connect to the reservoir. Customer had a high blood glucose of 432 mg/dl and treated with insulin pump and manual injection. Customer declined high blood glucose troubleshooting. The reservoir is not expected to return for analysis.